Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation and the complaint was not confirmed. Exterior visual inspection showed no signs of physical damage. The simulated treatment was completed without unexpected alarms or problems occurring. The cycler weighed fill volume values were within tolerance. The system air leak passed. The valve actuation test passed. The load cell verification was within tolerance. The internal, visual inspection of the received cycler unit encountered no discrepancies. No problem was found in device history record review. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported ultrafiltration of 1793 milliliters during drain 3. Upon review of the treatment data, an event of increased intraperitoneal volume (iipv) was found. The reported drain volume of 3793 milliliters in drain 3 was 190% of the expected drain volume which resulted in reportable device malfunction. Follow up with the patient's peritoneal dialysis nurse confirmed no serious injuries or complications. Patient performed continuous ambulatory peritoneal dialysis on the day of the event. The patient was performing continuous cycling peritoneal dialysis after that. Drain 0: 111ml uf:-889ml fill 1: 1999ml drain 1: 2454ml uf: 454ml fill 2: 1999ml drain 2: 1726ml uf: 180ml fill 3: 1999ml drain 3: 3793ml uf: 1973ml